Manufacturer narrative:
Additional devices implanted and/or related to this event: plc181200/12296361 and plc201000/12776248. Patient medications: amlodipine, atorvastatin, clonidine, colace, dialysate, hydralazine, metoprolol tartrate, nifedipine, norco, reglan, renvela, vitamin b12, zofran.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoleak. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on first post-op computed tomography (CT) dated (B)(6) 2014, a distal type ib endoleak was discovered. There was aneurysm enlargement, the amount is unknown. The original trunk was placed low in the aortic neck, the physician stated he wanted to have further proximal coverage closer to the renal arteries for a better long-term durability of the graft. A reintervention was performed on (B)(6) 2014, and the physician implanted a gore® aortic extender endoprosthesis and a distal gore® iliac extender endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.